Manufacturer narrative:
The complaint device was not returned by the customer; therefore, no product analysis could be performed. It was reported there was a perforation outside of the subcutaneous space where the tunneling tool is intended to be used.

Event description:
Boston scientific received information that during electrode implant, the physician reported difficulty during tunneling, as resistance was observed. The process was completed and the electrode placed and the procedure completed. A few hours later, a pneumothorax was confirmed via CT scan. The following day, the electrode was explanted and replaced. No return of product is expected and due to the pneumothorax, an infection was anticipated.